Event description:
Pt with end stage renal disease undergoing dilation of fistula-circumferential rupture occurred. Inflation device was used, balloon inflated to 22 atms. Expiration date of catheter was 4/2003. 3 inch segment was retrieved. Fragment of catheter remained in pt. Pt was taken to surgery for fragment retrieval.